Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted. In addition, a design history record (DHR) review was not performed as there was no allegation of a device malfunction. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the reported heart block cannot be confirmed, however, patient (severe native valve calcification) and procedural factors possibly caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards sales representative, during the transapical tavr procedure, post valve deployment the patient developed complete heart block (chb) requiring the implant of a permanent pacemaker (ppm). Case summary: at the beginning of the procedure and prior to the insertion of the sheath, the patient's pressure was noted to have started to drop to about 75mmhg. After the 26f ascendra sheath was placed, the pressure continued to drop to 40mmhg. The team then decided to put the patient on cardiopulmonary support (cps) and the pressure was restored. Per report, 2 units of blood had been transfused to the patient prior to the placement of the sheath. The 23mm sapien valve was then prepped and deployed in proper position. However, post deployment the patient developed complete heart black and a temporary pacemaker had to be placed. The patient was extubated and transferred to the critical care unit with epicardial pacing leads in place. The patient was noted to have left the operating room in stable condition. Additional information provided by the edwards sales representative, indicated the patient had not been transfused with blood prophylactically but only when there was bleeding at the time of the apical incision and insertion of the delivery catheter. In addition, the patient was implanted with a permanent pacemaker (ppm) within 30 days from the tavr procedure for the chb.